Manufacturer narrative:
Device manufacture date - february 17, 2016- february 19, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection under magnification was performed and revealed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor ruptured during filling. The device was filled with 1 gram of augmentin diluted with 0.9% sodium chloride. The total fill volume was 100ml. There was no patient involvement. No additional information is available.